Manufacturer narrative:
(B)(4). Day unknown. Only month ((B)(6)) and year (2018) known. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a exploratory laparotomy with a sigmoid resection, the contour malfunctioned, and that injured the bowel. Doctor said was able to deploy the pin, when they went to fire the stapler, got jammed in place and wouldn¿t open or close. The doctor cut the device out, to remove the device from the patient, but had to suture to control bleeding. Blood products not used. Used a green contour to complete case. No consequence to the patient reported.

Manufacturer narrative:
Product complaint (B)(4). Batch # r58x9c. Device evaluation summary: the analysis results showed that the cs40b device was received with no apparent damage and with a cartridge loaded on the device, the reload was received void of staples, with the washer uncut, with the drivers exposed and with the knife recessed below the cartridge deck and the rear cap was noted to be broken. The device was tested for functionality with a test cartridge and the device function as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. While no conclusion could be reached as to how the rear cap became damaged, it is possible that the cartridge was removed from the device and was not properly reloaded into the device, causing the damage to the rear cap. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: was the hospital stay extended beyond the normal stay for this type of the procedure? Is yes: please explain. Response: I don¿t believe it was extended due to product. Dr said he was really sick to begin with.